Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0ccdl, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va05uf5, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was seeing the out of regulation (oor) call your doctor message on the patient programmer. It was noted that this had occurred while making an adjustment with the patient programmer. It was unknown if the patient was increasing or decreasing settings. The patient decreased settings at night and increased settings during the day. It was further noted that the patient had had reprogramming recently. It was suspected that programming was done the week prior to the date of this report. It was believed that the patient was in voltage mode. It was unknown if the patient had lost therapy in association with the oor. Patient settings were right 2-c+ and left 1-c+. Impedance measured on (B)(6) 2014 at setting b, no cycling were left 840 ohms and right 957 ohms. Grouping was group b right = 5.5v, 150us, 130 hz, cycling 5s/5s and left = 5.5v, 120us, 130 hz, cycling 5s/5s. Group c was 6v for left and right otherwise was the same as group b. Group a was 3v, 90us, 130 hz for left and right with no cy cling. It was further noted that the patient was on group b and saw the error when connecting to turn down to a to sleep the evening prior to the date of this report. On the morning of the report the patient connected while still on group a and saw the error again. Patient turned up to c and was only seeing the error on the right side. It was noted that a power cycle was done and seemed to have resolved the error message. Additional information received reported no malfunctions were seen or cause determined. The oor was cleared on the patient programmer. Patient outcome was unknown. Additional information received reported the error message was returning when the patient turned the device from the b setting to the a setting. Reference manufacturer¿s report number: 3004209178-2014-03311.